Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lung resection procedure. The reload was connected to the handle. The surgeon clamped the tissue and pushed the green button. However, could not fire the device. The procedure was completed with another device. There was no patient harm.